Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse arrived at the site to address the reported event. Inspection of the device revealed that the ferrule on the sample loop of port #4 was loose. Fse tightened the ferrule and ran the pump. Pressure ramped up to 13 mega pascals (mpa). Next, he disconnected the tubing at l-6 on the injector valve, ran it for a few seconds, and reconnected. Fse also removed the tubing at the bottom of the prefilter and ran the pump again. Then, he checked the sample loop to confirm that the ferrules remained tight. Fse reconnected the tubing and ran the pump again. This time, pressure maintained at 7.9 mpa. Following the intervention, fse ran some patient samples and obtained good results, with stable pressure. Quality control (qc) was also verified to be in range. No further action was required by field service. The most probable cause of the reported event was due to an obstruction in the tubing from the injector valve port 6 to the bottom of the pre-filter.

Event description:
On (B)(6) 2017, the customer reported a leak from the injection valve following preventative maintenance (pm) of their g8 analyzer. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.